Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower drawer was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the drawer was not detected on bus. A field service engineer (fse) opened the back panel to inspect the components and found that the pyxis module controller board on drawer two was malfunctioning because no leds were lit on the board. The fse replaced it with a new pyxis module controller board and tested it with the customer, as there was no access to remote smart service (rss) issue was resolved. The system functioned as intended after the field service engineer repaired the device.